Manufacturer narrative:
The device was manufactured july 13, 2017 - july 17, 2017. The device was received for evaluation. Visual inspection using the naked eye found a ruptured bladder. The external and internal surfaces of the bladder and the rupture line were microscopically examined with no signs of abnormality found. The reported condition was verified. The cause of the rupture could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor was leaking between the bladder and the external plastic near the filling port. This event was identified during filling of the device. The infusor was filled with 70ml of unspecified medication solution when the leak was discovered. There was no patient involvement. No additional information is available.